Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device motor seized, jammed and moved heavy. It was also observed that the motor and control were defective. It was further determined that the device failed the following pre-tests: check the quick coupling for saw blades, check the saw head, check the battery coupling, check the off/on/on mode, check the triggers and ecu (electronic control unit}, check the oscillations frequency and check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.